Event description:
New information received notes that the patient presented in clinic and the bluetooth telemetry was restored upon interrogation. There were no patient consequences provided.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.